Event description:
Affiliate reports that the device was used on the posterior fossa. The pt was opened and it was found that the product was almost completely absorbed and the brain was visible. They took no action at all, just reclosed the pt. No medications were prescribed. No impact to the pt.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time. This complaint is considered closed.